Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient had a bulge at the back which was a cerebrospinal fluid (csf) leak around the catheter. It was indicated that the hcp tied two purse string sutures around the area to stop the leak. The date of the event was (B)(6) 2017. It was stated that there were no other issues with the therapy or the pump. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. Surgical intervention occurred as a new purse string suture was placed to stop the csf leak. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.